Event description:
It was reported the pt was not able to establish communication between the charging system and ipg. A replacement charging system was issued to the pt. The replacement charging system successfully charged the ipg 3 times, then stopped functioning. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.